Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to pocket erosion and dehiscence. Additional information indicated that the device was covered with purulent discharge. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
This supplemental report was created to correct the initial reporter facility name in the initial reporter tab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to pocket erosion and dehiscence. Additional information indicated that the device was covered with purulent discharge. There were no additional adverse patient effects reported. The s-ICD was explanted.